Event description:
It was reported that during device change out dft testing was performed. After the first shock was delivered a possible high voltage lead issue message was received. The patient was externally defibrillated. Telemetry was lost and the device went into a backup vvi mode. A low shock impedance measurement was observed. The lead had been tested on the psa and hv and lv portions measurements were normal. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.